Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the insertion flexible tube (ift) steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift). In addition, we confirmed that the segment fluid damage, the light guide cable coating damage, the light guide cable compressed, the operation channel buckled, the insertion flexible tube (ift) buckled, the suction channel buckled, the angle wire corroded, the forward body frame corroded, the insertion flexible tube (ift) leak, the lg prong top loosened, the u/d and r/l pulley wires worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.